Event description:
For the period (B)(6) 2023 - (B)(6) 2024, thirty-one (31) instances of malfunction of baxter's "empty intravia 50ml container" (product code 2b8019) have occurred, spanning multiple lot numbers. These bags are specifically used at this institution to infuse hydromorphone (dilaudid) through a patient-controlled analgesia (pca) pump. Staff have encountered issues where they are unable to disconnect the corresponding pca tubing in order to infuse a new bag of dilaudid and are forced to start a new line setup. Additionally, to appropriately waste/dispose of the controlled substance, staff must cut the bag open. This issue has not presented with any other type of IV bag nor has the pca tubing caused difficulty with other types of IV bags, leading us to believe that this is not a line issue or the result of user error. The reason for concern is two-fold: 1) increased risk of central line-associated bloodstream infection (clabsi) due to more frequent line/tube changes 2) increased risk of narcotic diversion from expanded access to controlled substances, due to manual wasting of dilaudid. The following lot numbers have been identified: dr23b13017 (x2 ), dr23f20055 / 1223050295 (x3), dr23g17031, dr23h31048, dr23l15055 / 1224052362, 1224051654, 1224051672 (x3), 1224051945, 1224053162, 1223050218.reference reports mw5153577, mw5153578, mw5153579, mw5153580, mw5153581, mw5153582, mw5153583, mw5153584, mw5153585, mw5153586, mw5153587, mw5153588, mw5153590, mw5153591.